Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 07/06/2017, that on (B)(6) 2017, the patient experienced an adverse event. It was reported that the patient did not look at his mobile device before he went swimming in his pool. When he got out of the pool, he looked at his mobile device and it was reading in the >50 mg/dl. The patient stated that he drank juice and ate fruit, took a finger stick and it measured in the >40 mg/dl. It was indicated that the patient tried to correct his low but could not compensate fast enough, causing him to have a hypoglycemic event that resulted in a seizure. The patient's daughter noticed the patient seizing and called 911. The emergency medical technician (emt) arrived and treated the patient with a intravenous (IV) glucose. The patient stated that when the paramedics woke him up, they stated that his bg reading was >30 mg/dl at the time of event. The patient was not taken to the hospital. At the time of contact, the patient was in stable condition. Additionally, the patient stated that they had taken long acting lantus insulin the previous day and took more the morning of the event which may have contributed to the low event. No additional or event information is available.